Manufacturer narrative:
(B)(4). The event of peritonitis occurred approximately one and a half months prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (for two weeks, dose, route, and frequency not reported) for peritonitis. It was not reported if the patient was hospitalized for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. Additional information was requested, but is not available at this time.